Event description:
It was reported that the main controller was replaced after being in use for two years . The log file confirmed that the parameters at the time of the restart were out of range; the restart two years ago had also exceeded standard values. Additionally, it was reported that the vad exhibited numerous high watt alarms. The vad remains in use, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of device history records was not performed as the reported event was not related to a manufacturing or servicing issue. Of note, raw log files were not available for analysis. Review of the available autologs report revealed a motor start event recorded on (B)(6) 2025 at 12:59:02, in which the motor start parameters were atypical. Review of the autologs report additionally revealed fourteen (14) high watt alarms logged since (B)(6) 2025. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation and the available information, multiple factors may have contributed to the high power event including but not limited to external factors such as thrombus formation/ingestion, inappropriate vad rotational speed, and/or patient related factors. Based on a historical review of similar events, the most likely root cause of a typical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.